Event description:
Boston scientific received information that this left ventricular lead displayed increased threshold measurements. A revision procedure was intended, however prior to the procedure, it was noted this lead's ring was suspected fractured. The lead was reprogrammed to unipolar and acceptable measurements were obtained. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.